Manufacturer narrative:
The reported event of premature discharge of battery/battery problem was not confirmed. Final analysis found the device was received with battery voltage below elective replacement indicator (eri) level. Device image indicated that auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical analysis performed under nominal settings found normal interrogation results. Additionally, battery assessment at various pulse amplitudes measured normal current levels and no indication of premature depletion detected. Longevity assessment was performed based on field settings, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. No intervention was performed. The patient was stable.

Event description:
New information received indicates that the device was explanted and replaced with a competitor device. The patient was stable.